Event description:
It was reported that the device was in emergency vvi mode during an in clinic follow-up. The device was reprogrammed to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024. This event is pending a correction/removal reporting number.

Manufacturer narrative:
It was reported that the device was in evvi mode. The provided information was reviewed by abbott engineering, and it was confirmed that an inappropriate mode change to evvi mode occurred, with evidence consistent with a root cause of the lp interpreting emi as a false-positive telemetry command to change mode.